Event description:
Patient revised to address loose metaglene, x-ray showed inferior notching, no boney ongrowth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.